Event description:
It was reported that during the (B) (4) study, moderate ventricular tachycardia occurred during mapping procedure. Successful cardioversion (dc shock) was performed and procedure was finished without complication. It was stated that the event was probably mapping procedure related.

Manufacturer narrative:
Procedure detail: patient was under local anesthesia. Tca value was 250. Puncture at 07:57. Started mapping at 08:05. After st elevation, patient went into vt and was shocked. Mapping ended at 09:20 (aneurysm apex) 170 points: volume = 330 ml. Patient was quite unstable as far as the heart rhythm. First injection was done at 09h58. At 10h07, there was st elevation, patient went into vt and was shocked. Last injection was done at 11h23. At 18 syringes were injected: 17 x 0.5 ml + 1 x 0.6 ml = 9.1 ml each time. Extra pvc was stated as ok. (B) (4).